Event description:
In 2002, the center reported that the patient was not progressing. A company representative visited the implant center the following month for device evaluation. At that time, testing confirmed that the device was functioning. Two months later, the company was informed that the patient's device was explanted.